Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product/provided pictures identified the device shows signs of repeated use with scratches on the handle of the impactor and nicks and gouges on the strike plate. The impactor tip was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed as the impactor pad was not returned. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument fractured during the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.